Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye a crack was observed in the lens. The lens was explanted and exchanged without further incident during the original surgery sesison. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was returned dehydrated in the blister tray. Preliminary inspection of the returned injector showed that the flaps were not fully secured. Viscoelastic residue was observed in the nozzle and chamber. The lens was found stuck within the nozzle, in contrast to the verbatim report of "cracked lens". The injector was disassembled and the injector parts were inspected under x10 magnification. Inspection identified no damage to the injector. The iol was removed from the injector and was rolled up but undamaged. The additional information received identifies that resistance was experienced by the surgeon as the lens moved from the cartridge into the nozzle. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Continued injection of the lens in this case represents a failure to follow the instructions for use. Our review of production records for the rayone trifocal rao603f batch 123230420 showed that all manufacturing and quality checks were conducted successfully. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone trifocal rao603f batch 123230420.

Event description:
On 7th november 2025, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone trifocal rao603f. The event description provided states that a crack in the lens optic was observed immediately following implantation into the eye necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye a crack was observed in the lens. The lens was explanted and exchanged without further incident during the original surgery sesison. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. The additional information received identifies that resistance was experienced by the surgeon as the lens moved from the cartridge into the nozzle. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Continued injection of the lens in this case represents a failure to follow the instructions for use. Our review of production records for the rayone trifocal rao603f batch 123230420 showed that all manufacturing and quality checks were conducted successfully. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone trifocal rao603f batch 123230420.

Event description:
On 7th november 2025, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone trifocal rao603f. The event description provided states that a crack in the lens optic was observed immediately following implantation into the eye necessitating lens explantation and exchange.